Event description:
A complaint was received from the family member of a dependent diabetic. Family member states that on the day of the event family member did a blood sugar using the elite system and obtained a result of 28 mg/dl. Family member took the patient to the hospital and not less than an hour after the 28 mg/dl reading the pt's blood sugar was 551 mg/dl. It is assumed that no food or medication was taken between readings. While on the phone a review of the operation of the system was attempted. The customer was using elite sensor lot number ic05hs 1 expiry dated 09/02. However, the customer did not have a control solution or the check strip to continue the testing. A request was made to return the system for eval. In the meantime a replacement unit was provided.